Event description:
It was reported during use that the core micro drill continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the bearing mount, sockets, rotor and wavespring washer.